Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with high ketones. Reportedly, a healthcare provider identified the ketone level as dangerous. Bg was addressed with a manual injection. Reportedly, customer went to urgent care but did not go to the emergency room or hospital. Customer was treated with insulin drip and customer reverted to manual injections as alternate insulin therapy.